Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device failed to crush a 1cm stone and the tip of the basket did not detach. The basket was easily removed from the patient and the procedure was completed at this point. Reportedly the patient's anatomy was moderately torturous. No other stones had been captured and/or crushed prior to the alleged failure, and no device damage was noted. It was reported that the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device failed to crush a 1cm stone and the tip of the basket did not detach. The basket was easily removed from the patient and the procedure was completed at this point. Reportedly the patient's anatomy was moderately torturous. No other stones had been captured and/or crushed prior to the alleged failure, and no device damage was noted. It was reported that the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the handle thumb ring was found cracked and deformed. Functionally the basket extended and retracted but with resistance probably due to the observed handle assembly damage. When extended the basket wires were found to be bent and unevenly spaced. The condition of the returned incident device was consistent with the basket tip did not detach. A material review of the sub assembly basket components found no anomalies and concluded that the basket tip met the specifications. Additionally during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back, the handle thumb ring was found cracked and deformed, and the basket wires were bent and unevenly spaced. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Concomitant medical product: alliance handle. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).